Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative confirmed that the patient was re-oriented and was reported to be fine after the programming adjustment. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was petite and weighed about "130ish" pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient¿s ins was moving around in the pocket. It was then indicated that the ins was not recognizing the correct position. It was reported that the patient had their therapy for a while and they had a programming session done last week, where their adaptive stimulation was adjusted and the rep stated that they thought they had corrected it. Impedances were checked and it was reported that there were no impedance issues. It was reviewed that the rep should reorient the patient¿s device. The rep indicated that they would reorient the patient¿s device at today¿s (B)(6) 2019 visit. The rep also noted that the patient had a 20 pound decrease in weight. The event began in (B)(6) 2018. No symptoms were reported. No further complications were reported/anticipated.